Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug (4mg / ml at .50 mg/day) and bupivacaine 30 mcg via an implantable pump. It was reported that the patient heard critical alarm and came into the clinic to have pump interrogated. Logs were reading and a motor stall with no recovery occurred on (B)(6) 2024 at approximately 7:48pm. The patient started to feel sick and "not the same". The patient also reported metallic taste. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the physician prescribed oral medication to bridge dosing from intrathecal to oral. The clinic submitted a request to the patient¿s insurance for a pump replacement. Outcome: the issue was not resolved. The physician has no further information for medtronic. A surgical intervention was planned. The patient was alive and no injury. Additional information was received from a company representative (rep) stated that the pump stalled on 2024-12-17. The pump recovered on 2024-12-24.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug (4mg / ml at .50 mg/day) and bupivacaine 30 mcg via an implantable pump. It was reported that the patient heard critical alarm and came into the clinic to have pump interrogated. Logs were reading and a motor stall with no recovery occurred on (B)(6) 2024 at approximately 7:48pm. The patient started to feel sick and "not the same". The patient also reported metallic taste. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the physician prescribed oral medication to bridge dosing from intrathecal to oral. Outcome: the issue was resolved. The physician has no further information for medtronic. A surgical intervention was planned. The patient was alive and no injury.

Manufacturer narrative:
H3. Analysis of the pump revealed a failed lab dispense test. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was replaced last wednesday ((B)(6) 2025) and the pump was sent back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.